Event description:
The pt was still in bed and found unconscious in the morning. The suspect device was used to check the blood glucose and the result was 78mg/dl. Emergency medical technicians were called. Upon arrival the emergency medical technicians used their own meter to check their blood glucose and the result was 37 mg/dl. Pt was then given dextrose. The emergency medical technicians repeat a blood glucose test on their meter and the result was then 201mg/dl.